Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had experienced high blood glucose levels. Insulin pump had received an insulin flow block alarm. Blood glucose level at the time of incident was 400 mg/dl. Treated with injections. Customer had been using insulin pump within 48 hours of reported. The troubleshooting was performed. The insulin pump will not be returned for analysis.